Event description:
Additional information was received from a healthcare provider (hcp) via psr (product surveillance registry). The pump was delivering baclofen 1700ug/ml; 850ug/day.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional via a product surveillance registry regarding a patient receiving baclofen ( concentration, dose, type, and lot# not provided) via an implanted pump. The indication for pump use was non-malignant pain and failed back surgery syndrome. The patient had a catheter tip fibrosis with limited medication spread and a loss of adequate analgesia requiring catheter replacement. At the catheter replacement procedure on (B)(6) 2004 observation confirmed the catheter tip fibrosis. The catheter tip fibrosis was noted to be possibly related to the device or therapy and unlikely related to the implant procedure. The event resulted in an unscheduled clinic or office visit. During the catheter replacement surgery, the catheter was removed to discover a cerebrospinal fluid (csf) leak through the fistulous tract and required repair; it was repaired during the catheter replacement procedure. The csf leak was noted to be related to the implant procedure and possibly related to the device or therapy. The csf leak resulted in "medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or body function". The event outcome was reported as "resolved without sequelae (B)(6)2004".

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated patient complained of no relief from the pump at an office visit on (B)(6) 2004. The device diagnosis was updated to catheter occlusion. The clinical diagnosis was updated to loss of adequate analgesia due to catheter tip fibrosis.